Manufacturer narrative:
Updated information: additional information states that the reported issue bleeding did not involve the device.

Manufacturer narrative:
Corrections: d4 catalog number updated. H6 component code changed from g04105 to g07003. The investigation for the retroperitoneal hemorrhage has been completed. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient is a 73-year-old female with coronary artery disease and no further history noted who was determined to be a surgical turndown candidate. On (B)(6) 6025, the patient underwent percutaneous coronary intervention to the circumflex coronary artery with an intra-aortic balloon pump exchanged for an impella device. On (B)(6) 2025, the patient developed a retroperitoneal bleed at the intra-aortic balloon pump vascular access site. The patient received blood products and was taken for an abdominal washout procedure. Additional abdominal washout procedures were performed on (B)(6) 2025. The impella device was removed on (B)(6) 2025. Although the bleeding occurred at the intra-aortic balloon pump access site, the use of anticoagulation therapy may have contributed to the development of the retroperitoneal bleed which will thus also be coded to the impella cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.